Event description:
Letter received on (B)(6) 2014 reads: "I took possession of my invacare commode seat upon the prospect of my dismissal, the following day, from (B)(6), on (B)(6) 2010. This care at (B)(6) followed a lumbar laminectomy in (B)(6). Up until a few days ago I have been [;eased with the seat. It was a few days ago that I noticed a serious crack in the seat of the commode. This concerns me greatly as I have post polio muscular atrophy and could tear my legs and/or bottom up but good on the seats rupture. I searched for parts thinking I could possibly buy a new seat without purchasing a new chair, but I have not been able to find anything like that available. I am a widower, (B)(6) years of age, trying to get by on ss, so any saving is certainly helpful. I would appreciate a reply from you, and any help I can receive from you would be very much appreciated. By the way, in my opinion no one in my family that may have ever sat on the commode weighs enough to have caused the break."